Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector experienced occlusion. The following information was provided by the initial reporter: customer reported that, mp5303-c connector non-patent with fluids.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jun-2023 h6: investigation summary one sample (model #mp5303-c, lot #23029051) was returned by the customer. It was reported by the customer that connector is non-patent with fluids. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The set was unable to be flushed. The customer complaint can be verified. The set was further examined under magnification where an occlusion can be observed near the male luer. A device history record review for model mp5303-c lot number 23029051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector experienced occlusion. The following information was provided by the initial reporter: customer reported that, mp5303-c connector non-patent with fluids.